Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain, sustained permanent injuries, erosion of internal tissues, recurrent incontinence, severe dyspareunia, disability, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced surgical rectocele repair with mesh, two in-office mesh trimmings for chronic area of exposed mesh, two surgeries to excise and revise mesh for erosion and pain, recurrent acute cystitis/urinary tract infections, midline cystocele, constipation, incomplete bladder emptying, mixed urge and stress incontinence, nocturia, normocytic anemia due to blood loss, rectocele, urinary frequency, discharge, bleeding, intrinsic sphincter deficiency, non-healing of back wall of vaginal, urgency and intermittent dysuria, severe urinary incontinence, menopause at (B)(6), vaginal odor, vagina not well estrogenized, vaginal tenderness on physical exam, erosion of anterior wall, posterior wall and apex of vagina, urethral hypermobility, straining at stool, incomplete bowel emptying, flatus incontinence, pain with bowel movements, fecal urgency, urge related leakage, stress related leakage, leaking drops of urine, difficult bladder emptying, pain in lower abdomen/genital area and myofascial pelvic pain in the pelvic floor with active trigger points in the levator ani muscles.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: - postoperative hematoma, which may occur following the implant procedure. - temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. - perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. - transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).